Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they emergency medical service was dispatched and then taken to emergency room and then hospitalized on (B)(6) 2021 due to hyperglycemia and hypoglycemia. The customer's blood glucose level was 37 mg/dl at the time of incident and the current blood glucose level was 471 mg/dl. Customer's blood glucose level was 112 mg/dl after the medical emergency service gave intravenous to administer insulin. He customer experienced symptoms related to low blood glucose such as foaming and diabetic seizure. Insulin pump had alleged over delivery due to lows for the last couple of week. The customer was treated with intravenous insulin drip. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
Customer's parent reported via phone call that the customer has been experiencing low blood glucose that started 2-3 weeks ago. Emergency medical services dispatched and customer was taken to the emergency room on (B)(6) 2021 due to hypoglycemia and diabetic seizure. Customer started foaming at the mouth and clinching the fist. Blood glucose was 37 mg/dl when emergency medical services arrived and was given treatment via intravenous. Blood glucose was 112 mg/dl upon arrival at the hospital. Customer's parent alleges the insulin pump has not been working for about a month and a half as customer's blood glucose kept dropping. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Caller was alleging over delivery since customer has been experiencing lows for the last couple of weeks. Blood glucose level at the time of the call was 471 mg/dl. It was unknown how the high blood glucose was treated. During troubleshooting for low blood glucose/possible over delivery reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
This is a duplicate report. The original report was submitted on 23-aug-2021 under MDR # 2032227-2021-183723 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.